Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant check, the ventricular threshold had risen to 2.5 v - 2.75 v in bipolar and 5.0 v in unipolar. A pause was also seen on an ECG. A chest x-ray found that the lead had dislodged. The lead was successfully repositioned.